Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown contamination on the sd card and filter access flip door, front panel, bottom enclosure, inside the iso (international organization for standardization) port. Unknown dust like contamination was observed on the front panel, top enclosure, air inlet on blower box, bottom enclosure, pca (printed circuit assembly) board, blower motor, and blower motor seal. They observed what appeared to be an insect in the bottom of the blower box, also possible insect particles on the bottom of the blower box. Evidence of liquid ingress was observed on the blower motor, and inside the iso port . Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients' symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.